Event description:
A healthcare worker complained of skin discoloration on the hands upon handling a broken cyclesure biological indicator vial that had been processed in the sterrad 100s. The worker washed the contact area with water and did not receive medical attention.